Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that her son experienced high blood glucose and diabetic ketoacidosis. The customer's blood glucose was over 600 mg/dl at the time of incident. The insulin pump will not be returned for analysis.